Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular lead triggered a high impedance alert several days after the patient was in a car accident. The svc coil was programmed off and the lead remained in use. Seven months later, a lead integrity alert was triggered for fast non-sustained ventricular tachycardia episodes and sensing integrity counter. The lead had an apparent fracture and was oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.